Event description:
It was reported that the patient had discomfort at the battery site so the physician revised the pocket. Impedance testing was performed but no results were provided. The patient was reported to be receiving benefit from the therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# va0eqg1, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).